Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was not confirmed. The returned system controller (serial number (B)(4)) was functionally tested and was found to perform as intended, though the green leds that signify whether the pump is running were observed to be dim. A log file was extracted from the system controller during testing, containing data that spanned approximately 5 days ((B)(6) 2019 per time stamp). No atypical events occurred throughout the data, including backup battery fault alarms. The extracted periodic log file was also reviewed, containing data spanning 11 days ((B)(6) 2019 per time stamp). No atypical events occurred. The root cause of the reported event was unable to be determined through this analysis. The heartmate 3 patient handbook, section 5 ¿alarms and troubleshooting¿ instruct users on how to resolve all alarms that sound from their controller, including backup battery fault alarms. This document also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a backup battery fault on the controller. When the backup battery was replaced the alarm persisted so the controller was replaced.